Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported balloon rupture and irregular appearance was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or irregular appearance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation, the 2.0x12mm mini trek balloon dilatation catheter (bdc) was noted to be abnormal in shape. The bdc was inflated to 6 atmospheres outside the patient anatomy and it did not hold pressure and appeared to be ruptured. The device was not used in the patient. Another device was used to successfully continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: previously reported that the irregular appearance was confirmed; however, new information indicates that the reported irregular appearance could not be tested due to the condition of the returned device.